Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during the process of endometriosis on a laparoscopic procedure, the device's button was pressed and releasing the button made a noise and did not trigger the load. The physician opened another new stapler to complete the case. There was no patient injury.